Manufacturer narrative:
No lead information is known at this time. Concomitant medical: model 3688 scs ipg: implant date is unknown. In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported during an elective ipg replacement procedure on (B)(6) 2018, the patient's lead dislodged. As such, the procedure was abandoned.